Event description:
It was reported that procedure was to treat a 75% stenosed lesion in the iliac artery with mild tortuosity. The 4.0 x 40 mm fox balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The device was advanced for pre-dilatation and inflated to 6 atmospheres (atm), for 5 seconds, but a balloon rupture occurred. A new balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.